Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The event occurred while the patient was hospitalized for an unrelated condition. The cause of the peritonitis event is unknown. On an unreported date, the patient was treated with intraperitoneal (ip) ceftazidime (one gram daily for fourteen days). At the time of this report, the hp was discharged from the hospital and has recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. No additional information is available. This is report 3 of 3.